Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and fallopian tube perforation ("bilateral essure implants trans-tubally--on the right-hand side one extra was actually perforating the tube") in a female patient who had essure inserted for female sterilization. The patient's concurrent conditions included vaginal pain, nausea, pain throat and abdominal pain. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove essure) and surgery (to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and fallopian tube perforation outcome was unknown. The reporter provided no causality assessment for fallopian tube perforation with essure. The reporter considered pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one was described in patient's medical record- bilateral essure implants trans-tubally--on the right-hand side one extra was actually perforating the tube. Most recent follow-up information incorporated above includes: on 18-jun-2018: pfs received and medical record received. New event added- bilateral essure implants trans-tubally--on the right-hand side one extra was actually perforating the tube. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), fallopian tube perforation ("bilateral essure implants trans-tubally--on the right-hand side one extra was actually perforating the tube") and suicidal ideation ("suicidal ideations/associated with suicidal thoughts") in an adult female patient who had essure inserted for female sterilization. The patient's medical history included calculus of kidney, itching, rash, shortness of breath, vaginal bleeding, flank pain, constipation, obesity, hypothyroidism, cholecystectomy, cesarean section, nephrolithiasis, nephrolithiasis, breast pain, diarrhea, depression, suicidal ideation, chest pain, pneumonia, pulmonary congestion, anxiety, photophobia, palpitations, urinary tract infection, right lower quadrant pain, unilateral carpal tunnel syndrome, tendinitis and gastroenteropancreatic neuroendocrine tumour disease. Concurrent conditions included vaginal pain, nausea, pain throat and abdominal pain. Concomitant products included ciprofloxacin (cipro), ethinylestradiol;norethisterone acetate (loestrin), hydrocodone bitartrate;paracetamol (vicodin), ketorolac, levothyroxine sodium, lorazepam, ondansetron hydrochloride, oxycodone hydrochloride;paracetamol (percocet), penicillins with extended spectrum, promethazine and tramadol hydrochloride (ultram ER). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) and suicidal ideation (seriousness criterion medically significant). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, fallopian tube perforation and suicidal ideation outcome was unknown. The reporter provided no causality assessment for fallopian tube perforation and suicidal ideation with essure. The reporter considered pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2010: technique: real time scanning of the pelvis was performed trans abdominally and endovaginal. Findings-the examination is limited by the patient's large body habitus. The uterus measures 7.2 x 4.1 x 5.6 cm which is in the normal range. The endometrium is not thickened measuring 4 m m. The left ovary measures 4.1 x 2.6 x 2.7 cm. There is an irregular cyst which measures 2.1 x 1.5 x 1.7 cm. The right ovary measures 2.3 x 1.3 x 1.1 cm. There is no free pelvic fluid. Impression-irregular cyst within the left ovary which measures 2.1 x 1.5 x 1.7 cm. No free fluid to suggest cyst rupture. No additional. Concering the injuries reported in this case, the following one was described in patient's medical record- bilateral essure implants trans-tubally--on the right-hand side one extra was actually perforating the tube, pelvic pain and suicidal ideation most recent follow-up information incorporated above includes: on (B)(6) 2019: medical records received. Reporter information updated. Patient demographic information updated. Other relevant history and lab data updated. Product information details updated. Event suicidal ideations/associated with suicidal thoughts was added from medical record incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('bilateral essure implants trans-tubally--on the right-hand side one extra was actually perforating the tube/perforation (fallopian tubes).'), pelvic pain ('pain') and suicidal ideation ('suicidal ideations/associated with suicidal thoughts') in a 26-year-old female patient who had essure (batch no. 809706-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Co-suspect products included ibuprofen. The patient's medical history included acid reflux (esophageal) in 2009, morbid obesity in 2008, calculus of kidney, itching, rash, shortness of breath, vaginal bleeding, flank pain, constipation, obesity, hypothyroidism, cholecystectomy, cesarean section, nephrolithiasis, nephrolithiasis, breast pain, diarrhea, depression, suicidal ideation, chest pain, pneumonia, pulmonary congestion, anxiety, photophobia, palpitations, urinary tract infection, right lower quadrant pain, unilateral carpal tunnel syndrome, tendinitis and gastroenteropancreatic neuroendocrine tumour disease. Previously administered products included for an unreported indication: clonazepam from 2008 to (B)(6) 2019, loestrin in 2009, famotidine in 2009 and depo-provera from 2000 to 2002. Concurrent conditions included kidney stones since 2008, vaginal pain, nausea, pain throat and abdominal pain. Concomitant products included ciprofloxacin (cipro), ethinylestradiol;norethisterone acetate (loestrin), hydrocodone bitartrate;paracetamol (vicodin), ketorolac, levonorgestrel (mirena), levothyroxine sodium, lorazepam, ondansetron hydrochloride, oxycodone hydrochloride;paracetamol (percocet), penicillins with extended spectrum, promethazine, sertraline and tramadol hydrochloride (ultram ER). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2014, the patient experienced abdominal pain ("abdominal pain") and perineal pain ("perineal pain"). In 2014, the patient started ibuprofen at an unspecified dose and frequency. In 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches"), headache ("migraines / headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In 2017, the patient experienced menopausal symptoms ("hormonal changes describe: premenopausal"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), suicidal ideation (seriousness criterion medically significant) and abdominal pain lower ("bilateral lower quadrant pain"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, suicidal ideation, menopausal symptoms, vaginal haemorrhage, menorrhagia, migraine and headache outcome was unknown and the pelvic pain, female sexual dysfunction, dysmenorrhoea, abdominal pain, perineal pain and abdominal pain lower had resolved. The reporter provided no causality assessment for suicidal ideation with essure. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, fallopian tube perforation, female sexual dysfunction, headache, menopausal symptoms, menorrhagia, migraine, pelvic pain, perineal pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy in essure insertion dates: (B)(6) 2009 and (B)(6) 2014 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2014: result: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2010: technique: real time scanning of the pelvis was performed trans abdominally and endovaginal. Findings-the examination is limited by the patient's large body habitus. The uterus measures 7.2 x 4.1 x 5.6 cm which is in the normal range. The endometrium is not thickened measuring 4 m m. The left ovary measures 4.1 x 2.6 x 2.7 cm. There is an irregular cyst which measures 2.1 x 1.5 x 1.7 cm. The right ovary measures 2.3 x 1.3 x 1.1 cm. There is no free pelvic fluid. Impression-irregular cyst within the left ovary which measures 2.1 x 1.5 x 1.7 cm. No free fluid to suggest cyst rupture. No additional. Concerning the injuries reported in this case, the following one was described in patient's medical record- bilateral essure implants trans-tubally--on the right-hand side one extra was actually perforating the tube, pelvic pain and suicidal ideation. Lot number reported 809706 is invalid. Most recent follow-up information incorporated above includes: on 12-jun-2019: update of information (batch is not valid). Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('bilateral essure implants trans-tubally--on the right-hand side one extra was actually perforating the tube/perforation (fallopian tubes).'), pelvic pain ('pain') and suicidal ideation ('suicidal ideations/associated with suicidal thoughts') in a 26-year-old female patient who had essure (batch no. 809706) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Co-suspect products included ibuprofen. The patient's medical history included acid reflux (esophageal) in 2009, morbid obesity in 2008, calculus of kidney, itching, rash, shortness of breath, vaginal bleeding, flank pain, constipation, obesity, hypothyroidism, cholecystectomy, cesarean section, nephrolithiasis, nephrolithiasis, breast pain, diarrhea, depression, suicidal ideation, chest pain, pneumonia, pulmonary congestion, anxiety, photophobia, palpitations, urinary tract infection, right lower quadrant pain, unilateral carpal tunnel syndrome, tendinitis and gastroenteropancreatic neuroendocrine tumour disease. Previously administered products included for an unreported indication: clonazepam from 2008 to (B)(6) 2019, loestrin in 2009, famotidine in 2009 and depo-provera from 2000 to 2002. Concurrent conditions included kidney stones since 2008, vaginal pain, nausea, pain throat and abdominal pain. Concomitant products included ciprofloxacin (cipro), ethinylestradiol;norethisterone acetate (loestrin), hydrocodone bitartrate;paracetamol (vicodin), ketorolac, levonorgestrel (mirena), levothyroxine sodium, lorazepam, ondansetron hydrochloride, oxycodone hydrochloride;paracetamol (percocet), penicillins with extended spectrum, promethazine, sertraline and tramadol hydrochloride (ultram ER). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2014, the patient experienced abdominal pain ("abdominal pain") and perineal pain ("perineal pain"). In 2014, the patient started ibuprofen at an unspecified dose and frequency. In 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches"), headache ("migraines / headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In 2017, the patient experienced menopausal symptoms ("hormonal changes describe: premenopausal"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), suicidal ideation (seriousness criterion medically significant) and abdominal pain lower ("bilateral lower quadrant pain"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, suicidal ideation, menopausal symptoms, vaginal haemorrhage, menorrhagia, migraine and headache outcome was unknown and the pelvic pain, female sexual dysfunction, dysmenorrhoea, abdominal pain, perineal pain and abdominal pain lower had resolved. The reporter provided no causality assessment for suicidal ideation with essure. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, fallopian tube perforation, female sexual dysfunction, headache, menopausal symptoms, menorrhagia, migraine, pelvic pain, perineal pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy in essure insertion dates: (B)(6) 2009 and (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2014: result: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2010: technique: real time scanning of the pelvis was performed trans abdominally and endovaginal. Findings-the examination is limited by the patient's large body habitus. The uterus measures 7.2 x 4.1 x 5.6 cm which is in the normal range. The endometrium is not thickened measuring 4 m m. The left ovary measures 4.1 x 2.6 x 2.7 cm. There is an irregular cyst which measures 2.1 x 1.5 x 1.7 cm. The right ovary measures 2.3 x 1.3 x 1.1 cm. There is no free pelvic fluid. Impression-irregular cyst within the left ovary which measures 2.1 x 1.5 x 1.7 cm. No free fluid to suggest cyst rupture. No additional. Concerning the injuries reported in this case, the following one was described in patient's medical record- bilateral essure implants trans-tubally--on the right-hand side one extra was actually perforating the tube, pelvic pain and suicidal ideation. Most recent follow-up information incorporated above includes: on 5-jun-2019: pfs received. Lot number was added. Reporter's information was added. Date of insertion was added. Added event premenopausal, abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), migraines / headaches, dysmenorrhea (cramping), abdominal pain, perineal pain, bilateral lower quadrant pain. Updated outcome of events: pain, cramping, apareunia from unknown to recovered/resolving. Medical history, historical drug, concomitant condition, concomitant drug, lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: patient need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.